Event description:
Customer reported that the device front and rear case assemblies were damaged, and it was not safe to operate. Customer did not provide further details on the failure. There was no pt use associated with event.

Manufacturer narrative:
(B) (4): customer informed that she has received a replacement front and rear case assemblies to resolve the issue. Physio provided the bezel or parameter bezel labels part number info to the biomed to finish device repair. Several attempts to contact customer has not been successful to gather info on the exact device failure mechanism and repair status. The root cause of the issue has not been determined.